Event description:
It was reported that there were three instances at this hospital in which the inside edges of split trocars cut into peritorneal catheters during surgical procedures. Refer to mfg medwatch report numbers 1226348-2002-0035 and 1226348-2002-0036 for the other reported events.